Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of the malfunction was the client's high glucose value detected by the device. The device functioned as designed. No defects were noted during the investigation. Additional product codes added.

Event description:
Customer complains of "hi" results. Customer states that he has symptoms such as feeling drunk and has difficulty seeing, was advised to seek medical attention immediately. The customer's expected blood results nor any other information was disclosed due to customer having symptoms at the time of the call.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "hi" results. Customer states that he has symptoms such as feeling drunk and has difficulty seeing, was advised to seek medical attention immediately. The customer's expected blood results nor any other information was disclosed due to customer having symptoms at the time of the call.